Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2013: the patient first presented with complications on (B)(6) 2010, at which time the physician noted that there had been some superficial separation of the device from the vaginal wall. The physician repaired the separation. The patient returned on (B)(6), 2010, stating that the repair was ineffective. The physician has not seen the patent since.